Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device would not cut and partially stapled. During the procedure, the first reload was delivered normally and when the surgeon would use the second reload, the stapler partially stapled without section. The surgeon used a new stapler to complete the procedure by rerunning to the line of staples partially delivered. There were no adverse consequences for the patient.